Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25, charge/battery lasts less than expected, and unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. The troubleshooting was performed, and the customer reported receiving a replace battery alert/replace battery now alarm after receiving a low battery warning. Low battery warning occurred at least 8 hours before the replace battery alert. The customer reported receiving a power error detected alarm. The customer was not able to clear the alarm no harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump passed the active current measurement and self test. No battery alarms noted during testing. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped pcba 2 board with a test board and sleep current measurement passed. Pump successfully downloaded traces and history file using thump. No pump error 25 alarms noted in the pump history files. However, low battery alerts confirmed in the pump history on 08/20/2024 at 12:37:38.000 and on 08/22/2021 at 19:01:00.000. Therefore, battery change occurred in less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Alleged pump error 25 not confirmed during testing or in the pump history files, however battery lasting less than 1-week and unexpected battery power loss was confirmed during testing where unit didn't pass sleep current. Problem isolated to pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.